Event description:
It was reported to philips that the system was not able to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. The fse checked the host pc indicator and found the disk bay indicator light was off. The fse tried to power on the host pc but the issue persisted. The fse also measured the input power of the host pc and found it normal. The issue was resolved after the fse pressed the power on button in the m-cabinet. The issue recurred after few days and it was identified that the cable was loose and the bios (built in operating software) battery was defective. The fse replaced the bios battery and fastened the cable to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.